Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device was not available for use due to a "power failure" error that appeared and reappeared on the display, resulting in high blood glucose levels and hyperglycemia symptoms like throwing up, fatigue, loss of energy. The patient had to be admitted to hospital and was diagnosed with ketoacidosis. The hospital decided to remove the pump and temporarily use insulin therapy via syringe pens. The patient also received ionic solution, saline solution, correction of acidosis soda, cleansing enema. It is unknown how long the patient stayed in hospital.